Event description:
Customer's caregiver reported device = 322 mg/dl when taking a reading. Caregiver gave customer 22 units of insulin. A few minutes later, customer felt shaky. Caregiver called paramedics. Paramedics device =low 50s mg/dl. Paramedics gave customer a glass of orange juice and retest = 76 mg/dl. No controls were used. Strips are stored and used outside of vial which is not recommended. A request was made for return product and replacement product was sent.